Event description:
It was reported that the study involved 12 patients (19 affected intervertebral spaces) who underwent olif for the treatment of lumbar degenerative spondylolisthesis between (B)(6) 2014 (2 men and 10 women; mean age, 65.4 years). In all cases, surgery was performed with myelography, and the posterior part was fixed with percutaneous pedicle screws (pps) or cortical bone trajectory (cbt) screws (pps in 10 cases, cbt in 2 cases), laminectomy was not performed and no drain was kept inserted. Fusion was made at 1 intervertebral level in 5 cases and 2 intervertebral levels in 7 cases (l3/4, 11 spaces; l4/5, 8 spaces). Parameters analyzed were intraoperative blood loss, changes in fused intervertebral lordosis angle (segmental disc angle [sda]), slip percentage (%slip) and disc height (dh) rated on lateral x-ray, changes in the cross-sectional area of the dural space (csa) measured by transverse MRI, improvement rate in japan orthopedic association (joa) score and presence/absence of complications. The surgeon performed olif with pps on the patient, but the neurological symptom did not subside, so the surgeon conducted laminectomy additionally on a later date. Calcification of oyl (ossification of yellow ligaments) was noted as a complication and therefore raising disc height was not sufficient enough to cure the pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.